Event description:
One of the hygienists opened a package of caramel fluoride and said it "exploded under pressure" and ended up in her eye. She said she was wearing protective eyewear, but it still managed to get in her eye. She went to urgent care to have her eyes flushed. She is fine now.